Manufacturer narrative:
E1 - (B)(6).

Event description:
It was reported that stent partial deployment occurred. The severely stenosed target lesion was located in the mildly tortuous and mildly calcified distal end of left anterior descending artery. After pre-dilation was performed, a 2.75 x 28 synergy drug-eluting stent was advanced for treatment. However, the stent could not fully expand despite multiple attempts made to position the stent at the lesion. Another stent was deployed to remediate the stent inadequate apposition and the procedure was completed. There were no patient complications reported and patient status was stable post procedure.

Event description:
It was reported that stent partial deployment occurred. The severely stenosed target lesion was located in the mildly tortuous and mildly calcified distal end of left anterior descending artery. After pre-dilation was performed, a 2.75 x 28 synergy drug-eluting stent was advanced for treatment. However, the stent could not fully expand despite multiple attempts made to position the stent at the lesion. Another stent was deployed to remediate the stent inadequate apposition and the procedure was completed. There were no patient complications reported and patient status was stable post procedure.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6). E1 - initial reporter address 1: (B)(6). E1 - initial reporter phone: (B)(6). Synergy ous mr 2.75 x 28mm was returned for analysis. A visual and tactile examination identified multiple kinks along the hypotube. A visual and tactile examination of the distal extrusion identified no damages. A visual examination of the crimped stent found stent damage at the distal section of the crimped stent with struts lifted and bunched. A microscopic examination identified multiple kinks along the hypotube. A microscopic examination of the distal extrusion confirmed no evidence of any damages. A microscopic examination of the crimped stent found that the distal edge of the crimped stent had its struts lifted and bunched. The stent was securely positioned between the proximal and distal markerbands. A microscopic examination of the balloon material identified no damages. The balloon was tightly folded and did not appear to have been subjected to any positive pressures. A microscopic examination of the tip identified no damages. A dimensional test of the crimped stent confirmed that the stent outer diameter was measured to be within device specification. Functional testing was performed, the device was attached to a pretested encore inflation device and the balloon was inflated to its rated burst pressure with no leaks noted. The stent fully expanded on the balloon. A vacuum was applied and the stent deployed from the balloon.